Event description:
It was reported that during an implant, the implant and the distal pin disconnected from the lead and helix was slightly exposed before implant all noted on the right ventricular (rv) lead. The physician elected to use another lead to complete the procedure. The patient was in stable condition.

Manufacturer narrative:
The reported events of ¿distal pin disconnected from the lead during case¿ and helix mechanism issue were confirmed. As received, a complete lead was returned in one piece with the helix extended and clogged with blood/tissue. The cause of the reported helix event was isolated to an overtorqued inner coil, consistent with procedural damage and a clogged helix. No other anomalies were seen. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.